Event description:
It was reported that the pump touchscreen acts up and is unresponsive. Customer declined troubleshooting further with tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.